Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "decrease in vaporization efficiency" @ 425,112 joules and 07:16 minutes of use". The procedure was continued with a second fiber which had "fiber damaged at tip" @ 21,998 joules and 03 minutes of use". The procedure was completed with a third fiber. Patient outcome: "no patient injury reported." This report is for the first fiber.

Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2090-314h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap; the bevel section is melted; the fiber is blackened within the glass cap; the shrink tubing distal end exhibits melting. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.